Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer number: 1627487-2022-04438. It was reported that the scs system was autoreducing and patient experienced ineffective therapy. System diagnostics recorded high impedances on two lead contacts. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data: b5. The original report stated only 2 contacts had high impedance, but it should have stated all contacts except 2 had high impedance. The event of autoreducing was reported to abbott. The patient controller was displaying the communication error message ¿the generator could not deliver the desired strength¿. The leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
All contacts except two had high impedance values.